Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a ventricular fibrillation (vf) episode while at home. The following day, the patient was hospitalized, during which a ventricular tachycardia (vt) storm occurred. Anti-tachycardia pacing therapies before and during charging were delivered; however, the arrhythmia was reinitiated by a premature ventricular contraction. Wavelet analysis during the vt storm showed partial waveform matching, resulting in classification as a supraventricular tachycardia episode and a period of delayed detection. The cardiac resynchronization therapy defibrillator (crt-d) device ultimately delivered a shock, which terminated the vt storm. According to the physician, the wavelet template appeared visually different from the vt waveforms despite the observed match rate. Due to frequent premature ventricular contractions, wavelet re-acquisition and threshold adjustment could not be performed at that time and were planned once the patient¿s condition stabilized. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to svt detection. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.